Event description:
Following a stent procedure an angio-seal device was placed. The pt reportedly complained of pain both prior to and during the procedure and angio-seal device deployment. Immediately following deployment the pt developed acute lower extremity ischemia, and was found to have no palpable pulses distal to the puncture site. A rapidly expanding hematoma was also noted at that time. The pt was taken to the operating room where a large plaque and foreign body (device collagen) were found to be occluding the vessel. The device was removed and a saphenous vein angioplasty was performed. The pt was discharged home in stable condition on 11/21/97 and has had no further reported sequelae at the time of this report.